Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent oblique lumbar interbody fusion (olif) at l2-5 due to degen deformity. Intra-op, the inserter broke when trying to leverage the inter-body into the disc space. No fragments of the broken instrument remained in the patient. No patient symptoms or complications were reported as a result of this event.

Manufacturer narrative:
Product analysis results: visual and optical inspection confirmed the interbody inserter was returned with a interbody threaded shaft stuck/jammed inside. Optical inspection confirmed multiple witness marks on the end of the interbody inserter. It appears the edges of the interbody have been damaged and rolled over causing the threaded inserter to become wedged/jammed. The interbody is unable to function with the jammed shaft. This type of damage is consistent with excessive force. If information is provided in the future, a supplemental report will be issued.